Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, the patient came to the hospital for treatment due to uterine fibroid disease. Medical staff performed surgery on the patient and used suture to suture the tissue wound. The suture had a barbed effect and tightened the tissue during suturing. During use, the suture suddenly broke, resulting in incomplete tissue suturing. Due to the presence of barbed effect, the surgeon needed to open the sutured area and re suture it, which may cause tissue cutting and result in fistula or poor postoperative healing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there any patient consequences? - was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.